Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number (B)(4). Device investigation summary: according to the information provided, the customer initially reported a bilateral capsular contracture baker grade unknown on breast implants. As per additional information received from doctor¿s office, it was confirmed not to be a bilateral capsular contracture. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected capsular contracture. Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 425cc mentor memorygel breast implant. The patient initially suspected that she suffered from bilateral capsular contracture. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and during the procedure the surgeon discovered that there were no capsules in the breast pocket. This report is for the patient¿s left-sided device.